Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. The fse checked the unit and found a gas leakage from the helium tank. Then, it was observed that the helium tank was not fitted properly. So, in order to fix the issue, the fse refitted the helium tank, and the problem was solved. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's helium tank was emptying fast. There is patient death happen while machine is on patient. But customer has not blamed on machine for the patient death.